Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had primary reverse shoulder arthroplasty on the (B)(6) 2015. Approximately three months ago the patient started experiencing pain in the operative shoulder. He approached the treating surgeon and surgeon confirmed aseptic loosening of the humeral component. Revision surgery performed on tuesday the (B)(6) 2020 at (B)(6) hospital. Confirmed during surgery that humeral component was loose as it could be removed without the aid of instruments.